Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported low blood glucose readings of 39 mg/dl and has treated with orange juice. Customer declined troubleshooting for the low blood glucose readings and believes that the low is due to not eating. Customer believes the insulin pump is working fine. No further information reported.